Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that it was taking the patient six hours to charge. The patient noted that they would charge at mid-day and by 4 a.m., the implantable neurostimulator (ins) would be discharged. The following information was given regarding the recharging interval: ¿a1: 7.5v/90pw/1000hz. Therapy impedance 980 ohms 1 anode and 1 cathode; on: 24 hours; bol: 2.18 days; eol: 1.74 days. B1: 9.3v/90pw/1000hz. Therapy impedance: 708 ohms. 1 anode and 1 cathode; on: 24 hours; bol: 1.17 days; eol: 0.89 days.¿ no symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was complaining of an increase recharge interval from 2 days to 1 day. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed, and no actions or interventions were taken to resolve the issue. The issue was not resolved at the time of the report. No surgical intervention was planned or performed. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that no circumstances led to the increased recharge interval and stated that the device "simply played out." The patient reported that the issue has not been resolved and that their doctor thinks the battery is going dead. The surgeon wants to replace the battery. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that the ins was going to be replaced (B)(6) 2018. The rep did not know the reason for the replacement, but they thought it was probably for the recharging issue. It was reported that with current settings, the patient's recharge interval was .85 - 1.13 days, which is expected for the settings. It was reviewed that the patient's replacement ins would likely require more frequent charging at the same settings. It was reported that the patient had stated that they went from charging once every 2.5 days to charging once daily over the course of the last 2 -3 months. No further complications are anticipated.